Event description:
During a coil embolization procedure, the orbit mini complex fill 3x6 coil ((B)(4)) was advanced via a (mc) microcatheter and near to target the coil was difficult to advance due to resistance/friction, and during attempts to repositioning, the coil stretched. Then, the coil was withdrawn and changed top another one to complete the procedure. Prior to the event, there was no resistance, and after the event, the same microcatheter was utilized to complete the procedure. During the event or any time, the coil was not left in the aneurysm, while the microcatheter was repositioned, and there were no kinks in the mc that may have contributed to the event. Constant fluoroscopy was performed at all times, and also an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. After the event, no damages were noticed on the coil (kink, bend, fracture, separated, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3x6 coil (637mf0306/15315861) was advanced via a (mc) microcatheter; however, when it was near the target site, it was difficult to advance due to resistance/friction. During attempts to reposition the coil, the coil stretched. The coil was then withdrawn and changed to another one to complete the procedure. Prior to the event, there was no resistance, and after the event, the same microcatheter was utilized to complete the procedure. At no time was the coil left in the aneurysm while the mc was repositioned. There were no kinks in the mc that may have contributed to the event. Constant fluoroscopy was performed at all times, and also an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. After the event, no damages were noticed on the coil (kink, bend, fracture, separated, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and it was found without damage. The introducer was not received for evaluation with visual and microscopic examination, the support coil was found twisted. The gripper was found elongated and the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. Functional testing for insertion could not be performed since the introducer was not received as well as the damaged condition of the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance encountered during advancement and root cause could not be evaluated due to the returned condition of the device. The reported stretching of the coil was confirmed. The stretched coil and the damages found on the device appear to have been caused by application of excessive force. However, a definitive conclusion regarding the timing of these damages as related to procedural use cannot be determined. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Procedural factors may have contributed to the event; however no conclusion can be made. With review of the available information, the device analysis and device history records review there is no indication that the damages are related to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.